Event description:
It was reported during the implant procedure, that the lead was attempted, but not used as the stylet was difficult to retract or extend. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: device analysis of (B) (4) showed no anomalies. Visual inspection of the full lead revealed blood in/on the helix/lobe mechanism.